Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a no delivery alarm during fill cannula. The customer's blood glucose was 80 mg/dl. The customer was assisted with clearing the alarm. Troubleshooting found insulin was not able to exit the tubing. It was also found insulin was able to exit the tubing with a push plunger. The customer also stated the insulin pump did not alarm no delivery with a manual prime. It was also reported changing the reservoir resolved the issue. No additional information provided.